Event description:
It was reported that, "surgeon has had trouble with the k-wire riding superior through the targeting sleeve, the locking ring on the targeting device was dislodged and ended up in the pt but was taken out immediately without a problem."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated device (B)(4) guide wire sleeve 10.5x268mm, lot unk.